Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief after a previous fall. X-rays confirmed lead migration. A revision procedure was completed to restore therapy.